Event description:
During tightening of the dall miles beaded cable, it suddenly broke off when using the tensioner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual and material analysis confirmed the reported event. The tensioner tip was worn, which likely contributed to the broken cable. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that the dall miles cable broke from abrasion with the worn curved tip of the one-sided cable tensioner. The worn tip most likely occurred from repeated use over the device¿s lifetime (6 years). No material or manufacturing defects were observed on any of the surfaces examined.

Event description:
During tightening of the dall miles beaded cable, it suddenly broke off when using the tensioner.